Event description:
On (B)(6) 2011, a doctor alleged that ten (10) patients experienced the debonding of crowns after placement with maxcem elite. This is the fourth of ten reports.

Manufacturer narrative:
A doctor alleged that approximately ten (10) crowns in as many patients de-bonded over the last eighteen (18) months. The doctor re-cemented all debonded crowns. In two (2) cases, the crowns debonded a second time and those restorations he chose to have remade. An inquiry for information regarding the exact number of patients and their information was denied by the customer. The returned product was evaluated and found to be within manufacturing specifications.